Event description:
The customer reported an over infusion of precedex 400mcg/100ml. A bottle was spiked and a new line primed. The infusion was started at 11:48 at a rate of 18.3 ml/hr and a dose of 1.0mcg/kg/min. At 11:58 the patient was hypertensive and lines were checked. The precedex bottle was noted to be approximately 80 percent finished (80ml infused) in 9 min but the pump still showed a rate of 18.3 ml/hr. The infusion was temporarily stopped and the charge rn was informed. The patient's systolic bp went up to 200 mmhg. Levophed and vasopressin were titrated down and the precedex infusion was stopped. The patient¿s condition stabilized and no long term effects were reported. The subsequent hospital biomed investigation noted that 42ml was infused in 9 minutes. Approximately 23ml was in the drip chamber/tubing, and 35ml was in the bottle of medication. A total of 4 channels were infusing at the time of the event. Received a copy of the customer's cmdsnet program report from (B)(6) which states, ¿overinfusion intended programming: precedex 400 mcg/ml 18.3 cc/hr,@ 1.0mck/kg/min incident report: IV medication precedex was started on a pt at 11:48. A bottle was spiked and new lined primed. Infusion rate was 18.3 cc/hr,@ 1.0mck/kg/min. 11:58 pt hypertensive and lines checked. Predex bottle was approx 80 percent finished (80cc infused) in 9 min but still reading at an infusion rate of 18.3cc/hr. Infusion temporarily stopped and charge rn informed. Tubing sets were inspected and no irregularities were found. Inspection of pump did not reveal any irregularities and root cause was not able to be determined."

Manufacturer narrative:
Correction to date of event. Omit quantity 1 primary tubing. The customer¿s report of a precedex overinfusion was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The log shows that at 11:44 am on (B)(6) 2018 the pump module was programmed to infuse dexmedetomidine 400mcg/100ml at a rate of 18.3ml/hr with a vtbi of 100ml. The infusion continued until 11:57 am when the user channeled the device off. The volume recorded as being infused during this period was 3.1ml. There were no alarms prior to the user channeling the device off. Functional testing showed the pump module was delivering fluid within specification. There were no leaks or other anomalies observed with the primary set. The root cause of the reported overinfusion was not identified.

Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported an over infusion of precedex 400mcg/100ml. A bottle was spiked and a new line primed. The infusion was started at 11:48 at a rate of 18.3 ml/hr and a dose of 1.0mcg/kg/min. At 11:58 the patient was hypertensive and lines were checked. The precedex bottle was noted to be approximately 80 percent finished (80ml infused) in 9 min but the pump still showed a rate of 18.3 ml/hr. The infusion was temporarily stopped and the charge rn was informed. The patient's systolic bp went up to 200 mmhg. Levophed and vasopressin were titrated down and the precedex infusion was stopped. The patient¿s condition stabilized and no long term effects were reported. The subsequent hospital biomed investigation noted that 42ml was infused in 9 minutes. Approximately 23ml was in the drip chamber/tubing, and 35ml was in the bottle of medication. A total of 4 channels were infusing at the time of the event. Received a copy of the customer's (B)(6) program report from (B)(6) which states, ¿overinfusion intended programming: precedex 400 mcg/ml 18.3 cc/hr,@ 1.0mck/kg/min incident report: IV medication precedex was started on a pt at 11:48. A bottle was spiked and new lined primed. Infusion rate was 18.3 cc/hr,@ 1.0mck/kg/min. 11:58 pt hypertensive and lines checked. Predex bottle was approx 80 percent finished (80cc infused) in 9 min but still reading at an infusion rate of 18.3cc/hr. Infusion temporarily stopped and charge rn informed. Tubing sets were inspected and no irregularities were found. Inspection of pump did not reveal any irregularities and root cause was not able to be determined."